Event description:
Based on additional information received on 04-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 04-dec-2017 from nurse. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had lot of pain/ increase in pain, discomfort and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, indication, dose and expiry date: not provided; batch/ lot number: 7rsl021). On an unknown date, after unknown latency, patient experienced a lot of pain and discomfort after her synvisc-one injection. Later, on an unknown date, the patient reported increase in pain and swelling after injection (latency: unknown). Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 04-dec-2017 from the nurse. An additional event of swelling was added with details. Event verbatim was updated from lot of pain to lot of pain/ increase in pain. Text was amended accordingly. Additional information received on 04-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 04-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain, discomfort and swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Therefore, the causal relationship of the events to the products cannot be excluded.